Event description:
It was reported that non sustained right ventricular oversensing (nsrvo) due to noise was observed on the right ventricular (rv) lead. The noise binned some beats as ventricular fibrillation however secure sense appropriately detected nsrvos. Recommendations were made to bring the patient into clinic for additional testing of the lead integrity if necessary. The rv lead was being monitored. There were no patient consequences.